Event description:
The customer received a blood glucose reading of 227 mg/dl with their contour next meter and a blood glucose reading of 107 mg/dl with their contour meter. The difference between readings falls into the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.